Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was unknown. Customer reported that the active insulin was updating at the time to enter auto mode occurred. Customer stated that the insulin pump was died on him without any warning or alert. The insulin pump will not be returned for analysis.